Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal motion controller (umc) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The umc was analyzed and found in system logs, error 40067 was confirmed. Visual inspection, no issues were found that are related to the reported issue. The umc was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci assisted nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the instrument arms were not rotating correctly during deploy for draping, noting they were not oriented properly. When attempting to proceed to step 2 of draping, the drapes fell off the instrument arms during deployment. This occurred twice prior to contacting the tse. The tse advised attempting the process again while having the customer support the drapes during arm rotation to prevent them from falling, and to verify the drapes were properly seated and aligned with all four dark gray connectors around the instrument drives. The customer had already performed a hard power cycle before retrying. The tse remained on the line during another attempt, after which the customer confirmed the instrument arms were oriented correctly. The customer requested a follow-up. The procedure was completing as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, this incident was resolved by a field service technician replacing parts of the patient cart. Please review their records. Unable to give patient information.